Event description:
Pt implanted into upper and lower vermilion borders on 03/03/1998. Onset of swelling, dry skin, extrusion and burning skin 03/03/1998 in perioral area. Implant explanted 04/08/1998.